Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the ceiling plate was deformed. The air/water cylinder had no color. The suction cylinder had no color. Switch 1 had a cut. The switch flexible printed circuit unit cover had discoloration due to water leakage. The scope connector cover unit had discoloration due to water leakage. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The objective lens had a scratch. The light guide lens had a crack and a scratch. The bending tube was damaged. The adhesive on bending section cover was detached. The connecting tube was snaking, had a wrinkle and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what the foreign material was remained in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use as per the following sections: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.